Event description:
Report rec'd of an overdelivery due to operator error in programming the device. The physician ordered dilauded 1mg/ml in the continuous only mode at a rate of 0.1 mg/hour. The pump was programmed in the pacu prior to transferring the pt to the medical surgical unit. During the programming of the pump, the pump was inadvertently programmed with a drug concentration of 0.1 mg/dl and not the intended concentration of 1 mg/ml. Approx 18 hours later, the pt was found to be somnolent. At this time, the pump was found to have infused 27ml. The doctor was notified. The pt responded to one unspecified dose of narcan. There were no other symptoms of oversedation. The pump was removed from clinical use. The dilaudid was resumed with a different pump at the correct dosage. Though requested, there was no further info available.